Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the preparation for an aneurysm coil embolization, a catheter was bent and a leak was observed. The leak location was unknown, and the catheter had not been inspected or tested prior to use. The catheter was flushed as indicated in the instructions for use. The catheter was not implantable and was replaced by another product. No patient symptoms or complications were associated with this event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
H3. Product analysis: ¿equipment used: vis (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5) ¿ as found condition: the phenom 27 catheter was returned for evaluation inside the inner pouch, biohazard bag, and shipping box. ¿ visual inspection/damage location details: the distal tip and marker band were examined, and no damage was found. The catheter body was found to be kinked at 36.5cm from the hub. No flash or voids molded were observed in the hub. ¿ testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and found patent. No leak was observed during flushing. ¿ conclusion: based on the analysis findings, the customer report of "catheter kink/damage" was confirmed, as the returned phenom 27 catheter was found to be kinked. However, the customer report of "catheter leak" could not be confirmed, as no leak was found during flushing. The cause of damage could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that when taken out, the catheter was bent. There was a catheter leak. The catheter was not inspected or tested prior to use. The leak was observed during preparation. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for aneurysm coil embolization.